Event description:
The customer contacted stryker to report that their device unexpectedly lost power while in use with a patient. A different device was used during the call. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the power pcb was the likely cause of the reported issue. The device was deemed unrepairable due to part obsolescence. The device was returned unrepaired to the customer. Root cause was not established.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power while in use with a patient. A different device was used during the call. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.